Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The father of a customer reported via phone call that his son's insulin pump alarmed unexpected restart, loose drive support cap and spanish software alarm. Customer does not recall any significant events leading to the error, but said that the pump was new and that they are unable to upload to carelink. Child's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarm in the alarm history screen and was unable to download using carelink pro due to corrupt history file. However, the insulin pump was programmed and monitored for three days; no a17 alarm, a21 alarm or a47 alarm noted. The insulin pump passed self test and a21 error test. No cosmetic damage noted.